Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "capio device loaded with a bullet was deployed, the bullet became lodged inside the capio and broke off inside". Additional information received on june 16, 2026, indicated that "no health consequences or impact reported at this time."